Event description:
Patient was having a left carotid endarterectomy for carotid stenosis. During the case the surgeon stated that 2 different lucas medical vacushunt ii carotid endarterectomy shunt catheter failed three times. Surgeon did not describe the failure in the medical record. Surgeon chose to do a primary closure versus a patch closure. Surgeon manipulated the carotid and shunt frequently in order to sew.

Event description:
Patient was having a left carotid endarterectomy for carotid stenosis. During the case the surgeon stated that 2 different lucas medical vacushunt ii carotid endarterectomy shunt catheter failed three times. Surgeon did not describe the failure in the medical record. Surgeon chose to do a primary closure versus a patch closure. Surgeon manipulated the carotid and shunt frequently in order to sew.